Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. The inner insulation of the lead was extrinsically breached due to a tear. The outer insulation of the lead was extrinsically breached due to a tear. Visual summary analysis of the lead indicated stretching. Visual summary analysis of the lead indicated damage at implant. The analyst commented lead is stretched and the outer and inner insulation is torn at between 2 to 9cm, damaged at implant attempt.

Event description:
It was reported that during the procedure the ventricular lead experienced a failure to capture. The physician tried to disconnect the lead from the device in an attempt to reposition the lead, but the lead was blocked in the device and was unable to be removed from the header. The system was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.